Event description:
A caller reported that a pump displayed a reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump reset one of its microprocessors to ensure performance, which is a safety feature, and was educated on steps to take after such an event. The customer acknowledged the explanation and successfully resumed insulin use.